Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, trauma / accident, inadequate bone quality/quantity, pain, mobility. Probably due to poor bone quality and trauma during chewing.